Event description:
It was reported that an acute opiod withdrawal and wound infection. The cause was identified as post-operative complication due to catheter fracture. The catheter at the proximal segment of the pump had a break. The pt was hospitalized and suffered "significant pain and morbidity". The pump and the catheter were explanted. The drugs infused via the pump was hydromorphine 8mg/day single continuous, conc 50mg/dl.

Manufacturer narrative:
(B)(4).